Event description:
It was reported. "The arthroplasty was revised due to infection. The acetabular and femoral components were revised. The components were implanted in situ for 0.43y. Medical records and x-rays were not provided to stryker for review."

Manufacturer narrative:
Neither the device nor additional info is available from the research facility. Catalog numbers and lot codes of other devices listed in this report. Cat # 623-10-32e lot # 29910501 description: trident 10x3 insert 32mm ID. Cat # 6265-1-007 lot # 14069403 description: meridian tmzf size 3-13mm. Cat # 6260-9-132 lot # 05777703 description: 32mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.